Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number: (B)(4). Litigation papers allege: on or about (B)(6) 2009 patient underwent a left total hip arthroplasty procedure. Due to patient's chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the left implant. Doi: (B)(6) 2009 - dor: none reported (left side) patient is a resident of (B)(6). Update 11/26/2012 - medical records were received. Part/lot information were identified. Pfs and sticker sheets are available on external hard drive if needed for further review. Update ad 21 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant sticker sheet. In addition to what were previously alleged, ppf alleges stroke and heart attack after the first revision. Doi: (B)(6) 2009; dor: not reported; left hip (3rd not revised) (B)(4) - 1st revision (left) (B)(4) - 2nd revision (left) (B)(4) - 1st revision (right) (B)(4) - 2nd not revised (right)

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.